Event description:
Ous MDR - during follow-up the impedance values of more than 2500 ohm were measured; pacing (vvi mode) was unsuccessful. There were no adverse patient effects reported. If additional information is obtained, this event will be updated.